Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer experiencing high blood glucose and no delivery alarm. Customer's blood glucose level was 300 mg/dl to 500 mg/dl and 341 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection customer was neither in emergency room, nor admitted into hospital. Customer had symptoms as nausea. Customer reported that the drive support cap appears to be normal. The insulin pump will not be returned for analysis